Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
The device did not alarm when a proximal occlusion occurred. The proximal strain gauge was stuck due to contamination between the pin and the plunger seal. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.